Event description:
Procedure type: sigmoidectomy. Patient gender: unknown. According to the reporter: after applying the device, it was noticed that the anvil was partly tilted and the staple line was half closed. Half of the staples did not form properly. The surgeon hand sutured the open part of the anastomosis to complete the procedure. Surgery time extended more than 30 minutes. The patient is in well current condition.